Event description:
A patient developed skin breakdown around the ear on the right side of her head. The patient was post craniotomy and the incision near the head packs started to turn dusky with the area of skin breakdown near this region.